Event description:
There was an allegation of questionable creatinine plus ver.2 results for 4 patient samples on a cobas c 703 analytical unit. Sample 1: the initial result was 5.08 mg/dl, and the repeated result was 0.64 mg/dl. Sample 2: on (B)(6) 2026, the initial result was 5.77 mg/dl, and the repeated result was 0.35 mg/dl. Sample 3 on (B)(6) 2026, the initial result was 4.68 mg/dl, and the repeated result was 1.18 mg/dl. Sample 4 on (B)(6) 2026, the initial result was 4.53 mg/dl, and the repeated result was 0.97 mg/dl.

Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The analyzer's serial number is (B)(6). The investigation is ongoing.